Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73f1600694 was manufactured on 07/05/2016 a total of 288 pieces. Lot was released on 07/08/2016. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The orange indicator clip was fired indicating that no more clips remained in the device. The device was disassembled to inspect the internal components. Upon disassembly, no damages were found. The device was returned with 0 clips remaining in the channel other remarks: indicating that all 15 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
According to the report, when the physician fired the 5th clip to ligate cystic artery, the clip was loaded to the device half-opened and it would not open any further. As a result a new auto endo was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
According to the report, when the physician fired the 5th clip to ligate cystic artery, the clip was loaded to the device half-opened and it would not open any further. As a result a new auto endo was used. There was no patient injury.